Event description:
The customer reported via phone call that he fell into the pool with his insulin pump on. Customer's blood glucose level was 128 mg/dl. The insulin pump had fluid under the lcd display. He could see a ring around the display window. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the insulin pump. However, the device had corroded keypad traces. The device had minor scratches on the display window, cracked case at the display corner, and cracked reservoir tube lip.